Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes and therapy pads of the lifevest equipment. Patient described the area as red, raw, chaffed bumps and welts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to clean the areas with peroxide. Outcome of the irritation is unknown as follow up attempts were unsuccessful.